Event description:
The manufacturer became aware that a user of the dreamstation 2 advanced auto CPAP report of heart damage, blood clot in lung, and emphysema. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.